Event description:
A customer reported when setting up for a vitrectomy during cataract surgery, the cutter did not work. Additional information was received indicating the cutter did work, but the system would not allow aspiration and vacuum at the same time. The case was completed. Additional information has been requested, but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).